Event description:
During rf procedure, they could not complete the case due to a warning 06 (tc not detected). They did not have a back up. The patient came back a second time and is fine.

Manufacturer narrative:
The product was connected to the spine test generator for functional testing and verified the warning 06 message.